Manufacturer narrative:
Product eval was not possible as the explanted screw was discarded by the hosp. Review of receiving inspection reports found that a total of three hundred eighty-three (383) units of this lot were received from the supplier and released for distribution in (B)(6) 2011, with no deviation of anomalies. Complaint history review did not reveal any previous reports of this nature for this lot. The root cause of the reported fracture could not be determined.

Event description:
It was reported that the pt underwent an l4-l5 fusion, performed on (B)(6) 2014. Revision was performed on (B)(6) 2014 to address a broken 6.5mm x 50mm s-lok polyaxial screw located in l5. Both of the broken piece of the screw were removed and a new screw of the same size was implanted. Explanted screw was sent to pathology and subsequently discarded by the hosp.